Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) experienced device had gone off that woke him from sleep. As of this time device remains in service. No adverse patient effects were reported.